Manufacturer narrative:
G4: 28jul2020. B4: 29jul2020. The customer changed the power supply and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17jun2020.

Event description:
The customer reported the device keeps switching between alternative current (ac) power and battery. The device was in use with a patient. When the issue occurred, the patient was switched to a different ventilator, however there was no patient harm. The manufacturer's field service engineer provided remote support and advised to troubleshoot the power out of the power supply as well as the ac inlet filter.